Event description:
It was reported that the right atrial (ra) lead chronically dislodged. The ra lead was programmed off and the atrial port was plugged due to the patient's persistent atrial fibrillation (af). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).